Event description:
A caller reported a cgm error 42 affecting their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a complete pump reset, and after following these instructions, the caller was able to successfully start their sensor session without any further error codes.